Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock, despite the rhythmid feature showing the rhythm being correlated. Further evaluation is expected at the next follow up appointment. No adverse patient effects were reported.